Event description:
I got a medical alert necklace in (B)(6) 2010 because I almost fell with a hot (B)(4) and lived alone. I was (B)(6) and was very agile and could work all day without a problem and was on no drugs. One day, I knelt to do something and couldn't get up. It was as if someone was pushing me down. It took me like to a minute to get off my knees. I took the necklace off and was immediately fine. I was living in a rental mobile home that had bad facilities. The water test showed that put me in afib and I'm still dealing with it since (B)(6) 2011. I was pressured to get a pacemaker by doctors and family. I said "no" for a long, long time but finally gave in over 5 years ago. I kept feeling worse and worse. I was extremely weak, very congested, unsteady in walking, whole body achiness, very light headed, had neuropathy, and head numb. I became very sensitive! I couldn't watch tv without heart pains and had severe back pain (behind pm only) while listening to the radio. If I was search another patient with a pm, my heart hurt. An ultrasound on a sprained ankle made me very weak and put me in afib. I was the only one that smelled a propane gas leak in my house. In (B)(6) 2015, I had the pm turned off, but still had problems. In (B)(6) 2015, I was in a fib 11 days and my metoprolol (25) was doubled and no results, then increased 4 times and no results. I then decided to sleep away from my unplugged stereo, and the very next am I went out with many strange things and was critized in these 5 years. I told my cardiologist (and he listened) I wanted my battery out. The pm, except for (illegible), was taken out (B)(6) 2016. I cannot tolerate drug blood thinners and had a stroke (B)(6) 2016 because of afib.